Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient had returned of symptoms. She was not feeling stim and therapy was on. Patient stated she has not had any falls or trauma and has not had any changes in her activity. She increased stim to 1.7v and her symptoms had not improved. She did not feel stim at 1.7v. It was like someone turned her stim off a day prior. Patient stated the return of symptoms was ¿kind of sudden¿. It was indicated that she had an appointment with healthcare provider on friday.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.